Event description:
Reference number (B)(4). Event occurred in spain. It was reported that the patient faced an infusion set leakage event on (B)(6) 2025. Blood glucose level was 300 mg/dl at the time of the event. No further information was available.